Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as the healthcare provider reported patient authorization is required to release the device. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received patient factors may have contributed to the event; however, the cause cannot be conclusively determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 27mm bioprosthetic aortic valve, implanted thirteen (13) years, three (3) months, eighteen (18) days, was explanted due to severe calcification, aortic insufficiency, and stenosis. It was reported that 27mm aortic valve was severely degenerated with calcium and ripped leaflets. The explanted device was replaced with a 29mm aortic pericardial valve. The patient tolerated the procedure well and was transferred to the intensive care unit (ICU) in stable condition. Pathology report indicated the leaflets of the prosthesis are pale yellow and appear thickened and partly calcified. "Sections of cusps submitted show calcification and degenerative appearance, with focal fibrinous material and histocytes."